Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, power loss and failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the pump was stored without a battery. Customer is calling back after completing unexpected restart alarm troubleshooting (not pertaining to pump recently stored or not in use for extended period of time) and receiving another unexpected restart alarm after a battery change. Found: no. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was stored or not in use for an extended period of time. Failed battery test troubleshoot was performed. Pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. The insulin pump will not be returned for analysis.